Event description:
It was reported, that the patient presented with improper healing at the implantable cardiac monitor (icm) incision site, during follow-up in the clinic. With bruises and clots. The physician explanted the icm. And the patient was in stable condition throughout the procedure.